Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose. The customer was treated for low blood glucose. Customer reported that they did receive a calibration not accepted alert and change sensor alert. The customer¿s blood glucose was 112 mg/dl and sensor glucose was 243 mg/dl at the time of the rejection of calibration. The device will not be returned for analysis.